Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that through a transthoracic echocardiogram (tte) a large pericardial collection with tamponade physiology and a large left pleural effusion was visualized on (B)(6). The left ventricular assist device (lvad) flow began to drop, mean arterial pressure (map) declined, and there were multiple pulsatility index (pi) events. The patient went to the operating room for evacuation of the effusion and chest washout. The patient was intubated.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported pericardial fluid collection and pleural effusion, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists pericardial fluid collection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.